Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 350 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer also used a new vial of insulin. Customer reported that the alarm did not occur during manual prime. The customer was unable to troubleshoot at the time due to unable to determined the cause of the issue. The customer is return the product at her request. The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 350 mg/dl. The customer heart was beating was beating fast and she was vomiting so her friend drove her to the hospital. The customer cause of hospitalization as per healthcare provider is diabetic ketoacidosis. At the emergency room, customer infusion set was removed and it was bent. The customer was put on an insulin drip . The customer was wearing the insulin pump at the time of hospitalization.